Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during last year's preventive maintenance activities, the units failed the pressure test. The customer has reached out to the manufacturer asking for guidance on correct procedure for pressure calibration testing. The manufacturer has provided assistance to the customer through technical support team. There was no patient involvement.